Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06033. It was reported the patient experienced ineffective therapy. X-ray confirmed the right lead migrated. Reprogramming did not resolve the issue. As a result, surgical intervention may occur to address the issue. It is unknown which lead is related to the issue. Therefore, all leads are being reported.

Manufacturer narrative:
D6b: date of explant added to this report. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient had a lead revision wherein the right lead was explanted and replaced to address the issue. Reportedly, effective therapy was established post-operatively.